Manufacturer narrative:
H3:product analysis for product: (B)(4) , lot no:779681 upon inspection at the time of acceptance, it was observed that the image was cloudy and the coupler was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a spinal product that was used in an unknown spinal therapy. It was reported that there is external breakage, poor image, and scratches (cloudiness). There was no patient symptom reported. There were no further complications reported regarding the event.